Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Users brother (B)(6), states that his brother claimed that the chair was getting flimsy. He was sitting in his chair watching tv and heard a pop and that's when it felt flimsy and wobbly. So (B)(6) inspected the chair and notice it was broken at a weld on the right side of the lower frame near where the wheels attach.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Received veranda 4000 broken at right rear arm gusset. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the right arm gusset. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Received veranda 4000 broken at right rear arm gusset. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the right arm gusset. Users brother (B)(6), states that his brother claimed that the chair was getting flimsy. He was sitting in his chair watching tv and heard a pop and that's when it felt flimsy and wobbly. So (B)(6) inspected the chair and noticed it was broken at a weld on the right side of the lower frame near where the wheels attach.